Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported power issue. Physio downloaded and reviewed the electronic records from the customer¿s device and verified the reported issue. Physio replaced the therapy pcb assembly and the defibrillation therapy cable for unrelated issues and as a precaution. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device displayed ¿abnormal shock¿ when delivering defibrillation therapy during a patient event. In this state, the device may not have the ability to deliver appropriate defibrillation therapy. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to an electrically open trace between d28 and relay, designator k1.

Event description:
The customer contacted physio-control to report that their device displayed ¿abnormal shock¿ when delivering defibrillation therapy during a patient event. In this state, the device may not have the ability to deliver appropriate defibrillation therapy. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.